Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device can not be completed. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently, unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: pts with a severely anteverted uterus are at greater risk for uterine perforation during any uterine manipulation. (B)(4).

Event description:
Note: this report pertains to the second of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report number 1222780-2011-00062. Following an unsuccessful cavity integrity assessment (cia) test during a novasure endometrial ablation on a severely anteverted uterus, the procedure was aborted and a "small perforation was noted in the fundal ostia region" during a post hysteroscopy and laparoscopy. The physician cauterized the perforation and the pt was discharged the same day. A hysteroscopy was performed prior to the attempted ablation, as was a dilatation, and sounding with a suresound. It is not known when this perforation occurred or what instrument may have been the cause.